Manufacturer narrative:
No event date was given, therefore an approximate date of (B)(6) 2018 was used as the event date. (B)(4). Investigation results: visual examination revealed that the exposed glass fiber tip measured approximately 1.0 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with a fracture indicating that the tip or portion of the tip broke off. Visual analysis revealed that there was a burn mark on the body of the fiber just proximal to the distal tip indicating that the fiber broke/cracked under the jacketing while laser energy was being applied resulting in a misfire. The condition of the returned device would result in insufficient energy transmission during ablation thereby confirming the event. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue; the corrective action plan is in the verification of effectiveness phase.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a procedure performed on an unknown date. According to the complainant, during the procedure, it was noted that the laser fiber failed to work through the case. The procedure was completed with another laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber tip detached, fiber body broke and misfired.